Event description:
The customer's mother reported via social media that the customer was had a serious injury from the insulin pump. The mother stated the customer's blood glucose remained high. The customer's blood glucose was unknown at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.